Manufacturer narrative:
The UDI is not provided as the device was manufactured prior to the requirement. Date of event is estimated. A patient had their system explanted and replaced due to high impedance was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer numbers: 1627487-2021-01505, 1627487-2021-01507, 1627487-2021-01508. It was reported that the patient had high impedances on their scs system. In turn, the patient underwent surgical intervention wherein the system was explanted and replaced to address the issue. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.